Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that tubing was leaking below the upper blue fitment / silicone segment.

Manufacturer narrative:
Leukemia - currently receiving active treatment for cancer diagnosis. The customer¿s report that the tubing leaked below the upper blue fitment/silicone segment was not confirmed. Received from the customer unopened sets model 2278-0500 lot 18085042; customer did not send in the suspect blood filter set this event took place on. Functional testing was performed, the set flowed slowly and showed no signs of leaking at the silicone segment, upper fitment or anywhere else throughout the sets. The root cause could not be identified. No device received- associate products received.

Event description:
It was reported that while priming an infusion set with blood, the tubing leaked below the upper blue fitment / silicone segment.